Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced blood leakage. The hcw received a needle stick injury post use. No additional information on the hcw at this time. The following information was provided by the initial reporter. The customer stated: it was reported that blood was dripping from the tubing attached to the vacutainer. While maneuvering the device, needle came out of the patient's skin and nurse had an accidental blood/needle exposure. Rn drawing patient's blood for labwork. After inserting needle with attached blood collection set, rn noted blood dripping onto the floor. Attempted to move needle around to determine where the blood was dripping from. It appeared that blood was dripping from the tubing attached to the vacutainer. While maneuvering the device, needle came out of the patient's skin and nurse had an accidental blood/needle exposure.

Manufacturer narrative:
There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced blood leakage. The hcw received a needle stick injury post use. No additional information on the hcw at this time. The following information was provided by the initial reporter. The customer stated: it was reported that blood was dripping from the tubing attached to the vacutainer. While maneuvering the device, needle came out of the patient's skin and nurse had an accidental blood/needle exposure. Rn drawing patient's blood for labwork. After inserting needle with attached blood collection set, rn noted blood dripping onto the floor. Attempted to move needle around to determine where the blood was dripping from - it appeared that blood was dripping from the tubing attached to the vacutainer. While maneuvering the device, needle came out of the patient's skin and nurse had an accidental blood/needle exposure.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/27/2022. H.6. Investigation: bd received 1 sample for investigation. The sample was evaluated by functional testing and the indicated failure mode for leakage with the incident lot was observed. The device history review for lot 1238377 has been reviewed and no related quality issues or process deviations were found. This complaint has been confirmed for the indicated failure mode leakage and, bd determined that the root cause of the indicated failure mode was attributed to a damaged extension tubing during the assembly process. Needle stick is not known to be a direct effect of this defect and was determined to be the result of the clinician handling of the device. H3 other text : see h.10.